Event description:
Healthcare professional reported "replacement due to pain and rupture for both sides". This is for the right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation results: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on the posterior side assessed as unidentified (tear) opening (shell thickness within specification) and missing shell assessed as inconclusive. Pain: unable to observe since it is a medical event and is not related to the device. Lump/nodule-ndr: not applicable as the event is not related to the device. Additional observations: creases are observed. No further actions are required as the device was implanted. Additional, corrected and/or changed data.

Event description:
Healthcare professional reported right side "pain and rupture." Healthcare professional additionally reported "nodules and damage prosthesis." The device has been explanted and replaced.

Event description:
Healthcare professional reported, right side "pain and rupture". Healthcare professional additionally reported, "nodules and damage prosthesis". The device has been explanted and replaced.